Event description:
It was reported that prior to use with 1000 bd vacutainer® serum blood collection tubes the labes were discovered to be lifting off tube. The following information was provided by the initial reporter: label lifting off tube.

Manufacturer narrative:
H.6. Investigation: one (1) customer photo was received for review and analysis. The photo shows three tubes having the reported issue of label lift, therefore, this complaint is confirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of label lift through a corrective and preventive action (CAPA#1064141). H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 1000 bd vacutainer® serum blood collection tubes the labels were discovered to be lifting off tube. The following information was provided by the initial reporter: label lifting off tube.